Manufacturer narrative:
Continued concomitant medical products: 5076 lead implanted: (B)(6) 2008.

Event description:
It was reported that the atrial lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead had fractured and exhibited high impedance and was explanted

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.